Event description:
Customer reportedly received the following results on the mobile system: 18.0 mmol/l (12:40), 7.2 mmol/l (12:41), 3.8 mmol/l (12:44), 3.7 mmol/l (12:48), and 6.1 mmol/l (12:51). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.